Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation confirmed the reported issue. Device evaluation noted the device button no.4 was worn and control body was noted to be jammed. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress , damage or deterioration of parts , external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the device control body got stuck. There was no patient involvement.